Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor the screen not working ¿ background color changing, was not confirmed. The returned unit was operationally checked with a reference heartmate system. No issues were observed. The unit was functionally tested and passed. No fault was found with the returned system monitor. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor was built in jun 2011. The packaged system monitor was placed into inventory on 07jun2011. The unit was shipped to the customer on 15jun2011. Last serviced on 03may2017 ¿ ver 7.32 sw upgrade. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had a display that intermittently turned green or completely black.